Event description:
(B)(4). During connection of the lumbar drain system, the patient's cerebrospinal fluid (csf) pressures were elevated causing the initial white connector to "blow out" which lead to the anesthesia provider in utilizing the black connector as an alternative. After connecting the black connector, the anesthesia provider utilized suture to tie and secure the connector in place, used steristrips to secure the connector to the hub and tubing, and used additional steristrips to secure it to the back. Despite interventions, the connector came out, leading to the patient losing csf. CT confirmed cerebral hematoma with herniation. The patient eventually expired due to neurological changes. Additional information has been requested from the customer.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.